Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a 8.5 fr varipulse catheter and the physician could not expand the catheter loop. The loop was in full contraction. The physician was unable to pull or push it. There was no difficulty in pulling the catheter. No further details were provided regarding the completion of the procedure. However, no patient consequences were reported.

Manufacturer narrative:
On 11-apr-2025, the product investigation was completed. It was reported that a patient underwent a cardiac ablation procedure with a 8.5 fr varipulse catheter and the physician could not expand the catheter loop. The loop was in full contraction. The physician was unable to pull or push it. There was no difficulty in pulling the catheter. No further details were provided regarding the completion of the procedure. However, no patient consequences were reported. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and a contraction test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. A microscopic examination of the device was performed on electrode rings: no anomalies were observed: only saline solution residues in the irrigation holes per normal use were observed. Contraction testing was performed, and the mechanism failed specifications, as it was not contracting at all. Further analysis revealed that the puller wire was found broken inside handle area. A manufacturing record evaluation was performed for the finished device number 31523987l, and no internal actions related to the reported complaint were identified. The contraction issue reported by the customer was confirmed. The root cause is associated to the manufacturing process. Specifically, the crimping process. The instructions for use (IFU) contain the following information: "verify that the loop on the catheter tip contracts and expands properly. To contract the loop, point the catheter away from the user and, with the rotating contraction knob on the handle facing the user, turn the rotating contraction knob clockwise until the minimum diameter of the loop is reached. To expand the loop, turn the rotating contraction knob counterclockwise until the maximum diameter of the loop is reached." As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through the quality system. Internal actions are being implemented to mitigate contraction issues. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).